Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Boston scientific corporation is in the process of investigating this event to understand the root cause and if there was any patient involvement. (B)(4).

Event description:
Boston scientific corporation was made aware of an event where a mustang balloon catheter was inadvertently released for distribution with a potential perforated sterile barrier.